Event description:
This is an initial and final report. The following information was received from the study: the patient was hospitalized without angina. During the 6 month follow up visit the patient had a re-angiogram and had a successful target lesion revascularization with plain old balloon angioplasty. No further details are available.

Manufacturer narrative:
The device involved in this case was distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent. A report was received from the study that a patient had a 6-month follow up coronary angiography and had a re-ptca to the target lesion. The patient did not have any angina. A 2.5mm x 23mm clinical cypher was implanted during the index procedure. No other details have been provided. The lesion that was revascularized was segment 14, an obtuse marginal branch. A device history report review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with coronary stenting. Based on the very limited information available it is not possible to determine what factors may have contributed to this event other than the fact that is an inherent risk to the procedure.